Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that holster came loose and needed to order another one. Customer's blood glucose was 400 mg/dl. Customer was advised that two holsters would be replaced.